Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent alert 41 indicating an insulin shaft rewind error, consistent with a failure to infuse, after multiple restarts and an attempted dry run; the user transitioned to backup therapy while awaiting a replacement, and the issue involved the device¿s firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with a failure to infuse and implicated the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.